Manufacturer narrative:
Additional information: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m163541 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m163541, test base part number 190-430 / lot: m163541. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m163541 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Event description:
The customer reported five (5) false positive results with the ID now covid-19 assay performed with m159961 and m163541 lot numbers. This MFR. Report addresses patient four (4) of five (5). There is no indication on which lot was used with this patient. While lot m163541 is listed in this report, investigation will be conducted on both lots. The customer reported a false positive result on a directly tested nasal swab with the ID now covid-19 assay. Pcr confirmation testing was performed and generated negative results (CT values not provided). Per the customer, there was no patient harm due to the test results. Additionally, there was no delay or impact in treatment due to test results. The patient was not symptomatic.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-03750, 1221359-2021-03751, 1221359-2021-03752, 1221359-2021-03754.